Manufacturer narrative:
H6: the device was discarded by the facility. A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, a physician implanted a gore tag thoracic endoprosthesis to extend a previously implanted non-gore bifurcated surgical graft. An intraoperative angiogram revealed that the devices did not overlap. The pt was converted to open surgical repair. The patient tolerated the procedure.